Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: we had an issue with item # ca500 yesterday. The item would not fire. The lot # is 1557343. I just wanted to let somebody know from applied medical. Additional information provided by "[customer]" on 27mar2026 via email: no injury. Opened a second device, ca500 (which was the original device used as well). Lap cholecystectomy. No other devices used. Trying to fire the stapler with no staple deploying. 1 deployed with 3 attempts afterwards with no deployment. Intervention: opened a second device, ca500 (which was the original device used as well) patient status: no patient injury.